Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimula tor for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient had pain in right lower back where battery site was. Patient thought his back was hurting because he had knee replacement and he favored the right side. Patient wanted stimulator checked to see if that was the cause of pain. Ran impedance with electrode #3 > normal range. Was originally programmed but reprogrammed to not use #3. The manufacturer's representative (rep) explained the findings to the patient. Rep was able to achieve good bilateral leg stimulation where needed after reprogramming. No other concerns or questions. Patient may have battery replacement soon due to end-of-service (eos). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was coming to 9 years which would make it end of service. It was unknown if increase charging was due to the battery age or use of electrode #3. Cause was not determined.